Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose ranged from 313-314 mg/dl.